Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that a button on the customer's insulin pump was not consistently responsive. The customer's blood glucose level was 116 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.